Manufacturer narrative:
It was reported that a patient's dual magec rods were removed after over one (1) year of implantation; the rods were allegedly broken. The devices (lot# a140605-01, expiration date 06/01/2016, and lot# a140220-03, expiration date 02/01/2016) were initially implanted in (B)(6) 2014. No further information was received with regard to the patient's health and no details surrounding the patient's procedure was provided. No patient information was provided. To date, the devices has not been returned; therefore, no evaluation can be conducted. A DHR review revealed there were no deviations from the manufacturing process, and the devices were released within specifications.

Event description:
It was reported that a patient's dual magec rods were removed after over one (1) year of implantation; the rods were allegedly broken.